Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was broken right out the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was broken right out the box. Metal on jaws was separated from the silicone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) the device was returned to the factory for evaluation. A visual inspection was conducted. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed. Slight evidence of blood was observed on the harvesting tool, near the toggle switch. The jaws were observed to be intact and attached to the device. The heater wire was observed to be flexed away at the base of the jaw and was detached and twisted at the tip of the jaw. No other visual defects were observed. Based on the return condition of the device and the evaluation, the reported complaint ¿bent wire" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.